Event description:
The customer obtained biased bun and glu results for pt samples and quality control. The event is consistent with a malfunction that could have caused a falsely elevated glucose or false low nbil pt results to be reported. There was no report of pt harm as a result of this event.